Event description:
The manufacturer was contacted in reference to a thermal allegation on a dreamstation 2 auto CPAP. The manufacturer received information alleging overheating of the device. There were no allegations of harm or serious injury. No medical intervention was specified by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.